Manufacturer narrative:
Additional information was received from a clinician that the physician did not suspect the death of the patient was related to the device system. Per the physician, the device delivered therapy for ventricular fibrillation (vf) and the rhythm was converted to normal sinus rhythm prior to death. The physician suspected that one of the patient's coronary artery bypass grafts closed and led to a myocardial infarction and subsuquent death. There were no allegations of a device malfunction. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following the implant of the implantable cardioverter defibrillator (ICD) system, the patient was found unresponsive in their hospital room. CPR was performed but the patient died. Device interrogation was performed and revealed the device was programmed as a single zone device. The device treated one of several ventricular fibrillation (vf) episodes which was successful. Due to the irregular cycle length during the arrhythmia the rates dropped below the vf detection zone of 340 ms; the remaining episodes were detected as nonsustained tachycardia (nst) and no further therapy was provided. The shock impedance and other device measurements appeared within expected range. A lead integrity alert was triggered due to the short interval counts and nst episodes; it was suspected that this was due to the arrhythmia.

Manufacturer narrative:
Product event summary: the proximal segment was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).